Event description:
It was reported that this right atrial (ra) lead was capped and surgically abandoned due to high pacing thresholds. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information is received this report will be updated.